Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited no capture at maximum outputs. Under x-ray it appeared as though perhaps the helix was never originally extended. No adverse patient effects were reported. A new lead was successfully implanted.

Manufacturer narrative:
The complete lead was returned with the helix retracted to boston scientific's quality assurance laboratory. Visual observations noted set screw marks on the terminal pin and possibly noted on the ring, however very light. Dried blood/body fluid was noted in the helix housing and up the lumen past the window area (neck region). The helix mechanism test failed most likely due to body fluid infiltration into the helix mechanism. However, the lead passed electrical integrity testing. However, the field allegation could not be confirmed by analysis. Lastly, although the lead now had helix mechanism difficulty do to blood/body fluid in the helix mechanism, analysis was unable to determine if the helix was never originally extended.